Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific product issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported improper or incorrect procedure or method is due to the user not performing efaa prior to clip deployment. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening after detachment from the delivery system. It was reported that mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. During deployment of the xt clip, the arm positioner was loose neutral but the physician did not go one full rotation open to test the lock. After detachment of the mitraclip xt from the clip delivery system during deployment, the device relaxed open more than normal to approximately 10-15 degrees. The device remained stable and mr was reduced to grade 1-2. No additional information was provided.